Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled and separated. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for repair with complaint that the downstream occlusion (dso) sensor seal was bubbled and separated. Visual evaluation found the downstream occlusion (dso) sensor seal was separated. Complaint was verified. Error log showed multiple 41781 error codes and power up test showed 41781 error code. Also found the upstream occlusion (uso) seal sensor was deflated and putting pressure on the sensor. Replaced the uso seal. Service history review identified the complaint was not related to a previous service of the device within the review period.